Event description:
On 01/02/2024, it was reported by an arthrex employee via email that an ar-1927psf-45 anchor was broken during insertion. The procedure was completed by using another new ar-1927psf-45, no patient harm and no secondary procedure was needed. All fragments were retrieved. This occurred during use in a case with no patient effect.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint is not confirmed. One unpackaged, ar-1927psf-45, batch 15059771, was received for investigation. Visual evaluation identified that the anchor on the ar-1927psf-45 device was received intact. No malfunction was identified for the device (images 1-2).